Manufacturer narrative:
(B)(4). A picture was provided and after visual examination of the picture, the alleged malfunction was confirmed - spot/ scratch marks visible on both lateral and medial shiny/superior side of the tibial plate. Impactor head- lot identification is necessary for review of device history records, part and lot identification was not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Surgical notes were not provided. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tibial impactor left marks on the highly polished tibial surface during implantation, and the surgeon is concerned about third party wear.